Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they were experiencing high blood glucose. Blood glucose reading was ranging between 320 mg/dl to 480 mg /dl. Customer stated they had lupus yesterday due which resulted in high blood glucose. Customer declined for trouble shooting. The insulin pump will not be returned for analysis.